Event description:
It was reported that (1) lcsk5 device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon used the instrument throughout the procedure without incident. During an instrument exchange the surgeon placed the instrument through the trocar. The surgeon saw the active blade come off of the tip and fall into the pt. The surgeon immediately retrieved the broken piece and continued with a new lcsk5 to complete the case. There was no consequence to the pt.